Event description:
According to info received by coopervision sas from ansm on (B)(6) 2012, a wearer of the biofinity lens product experienced a corneal ulcer in their left eye and received treatment for acanthamoeba keratitis with an anti-amoebic treatment. No lot info was provided. No contact info was provided. No healthcare facility or eye care practitioner info received. This is being filed as an unconfirmed corneal ulcer, unconfirmed acanthamoeba keratitis.

Manufacturer narrative:
This is being filed as an unconfirmed corneal ulcer, unconfirmed acanthamoeba keratitis.